Manufacturer narrative:
Unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor (gold). No compromised force sensor alarm noted. Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners. The drive support was inspected and no anomaly noted. (B)(4).

Event description:
It was reported that the customer received a compromised force sensor system alarm during manual prime. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.